Event description:
The customer reported to vyaire medical that the vela ventilator was having an issue with the front panel. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer stated that another company had come in and informed what the issue was. They mentioned that this unit will most likely be taken out of service. No root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.